Event description:
The pt reported that she has an infection at the pocket of her interstim device. She also had a recent lead replacement and is experiencing over-stimulation at the lead site and an overall lack of effect. Further info is being requested from the hcp.